Event description:
It was reported that the user experienced a hyperglycemic episode after a large birthday and holiday meal spending approximately five hours out of range. The user attributed the event to likely underestimating meal size, and the ilet corrected the glucose without alarms, outside assistance, or medical intervention. Symptoms included hyperglycemia with a peak of 310 mg/dl. Outcomes included no clinical sequelae and no need for assistance or healthcare utilization. Investigation included user interview, case review, and troubleshooting and education on meal announcements and correct meal size selection. Investigation of this case revealed use-related factors consistent with incorrect meal size announcement in the context of a large meal, with device performance consistent with design and no alert behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal entry and carbohydrate estimation, with no device malfunction identified.